Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication error and would not make x-ray. The system was rebooted and the workstation locked up. There is no report of death or serious injury associated with this complaint.